Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting an abnormal increase in lead impedance with loss of capture in the bipolar mode. Impedance measurements and capture were appropriate in the unipolar mode.